Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased three years, from nine to six years, within one year period with no programming changes. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The plan is to reassess the battery status before the end of the replacement window. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: additional information was requested. The investigation will be updated should further information be provided. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The estimated longevity readings had decreased from nine to six years within a one year period with no programming changes made. Review of device data by boston scientific technical services confirmed the battery appeared to be depleting more quickly than expected, device replacement was recommended. Additional information provided from the field indicated the pacemaker later declared safety mode. No intervention has been performed yet and the pacemaker remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.

Manufacturer narrative:
Supplemental: additional information was requested. The investigation will be updated should further information be provided. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased three years, from nine to six years, within one year period with no programming changes. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed and a new replacement window was provided. The patient is being followed every three months to assess the battery status. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Estimated longevity decreased two years within one year period with no programming changes. This device remains in service and the patient is scheduled for a follow up later on. No adverse patient effects were reported.